Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Manufacturer narrative:
Correction: e2, g2. Additional information: d8, h6, h10. Technical support confirms the customer reported problem as npi error code 133.6090 technical support performed troubleshooting over to determine the customer reported issue of npi error code 133.6090 confirm to tech error code has to with main speaker on unit will need to be replace. Confirm to tech part # for main speaker & gasket. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.